Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the customer reported complaint was replicated/confirmed. The e-100 was installed into the test system, and it failed. The "power" and "bipolar" led turned red and would not cut/seal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator was not working. The customer cycled the e-100 power switch, but the e-100 came back up during procedure and the power button was red along with the led above the port. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked if the customer could attempt to power cycle the e-100. The customer attempted this, but the non-recoverable fault came back. The procedure was completed with no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Ntuitive surgical, inc. (Isi) followed up with the site's isi clinical sales representative (csr) and the following additional information was obtained: the e-100 generator was not replaced in order to complete the procedure. System functionality was checked upon powering on the system. The system powered on with no errors. The patient's demographic information was provided.